Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 36cm and 42cm proximal to the lead tip. The distal and the medial fragment were received for analysis. The proximal fragment including the yoke and connector pins was not returned. An extraction aid was found in the lead body. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragments. In particular the insulation in the distal end region of the distal fragment was found damaged due to wear, which is assumed to be the root cause of the reported oversensing and loss of capture. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further analysis revealed that the insulation was found abraded through 8cm proximal to the lead tip. It is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Damages such as a deformed fixation helix and a stretched inner coil, most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was explanted due to noise and intermittent loss of capture. No adverse patient events were reported. Should additional information become available, this file will be updated.